Event description:
The pt had surgery and went home; the reason for the surgery was not specified. The pt lived in a nursing home. The pt ended up falling and went back in the hosp. The healthcare provider was not sure whether the implantable neurostimulator had been turned off and if that was "causing all". It was noted that the pt had lost his pt programmer. Impedance measurements were checked and it was believed that the pt had an open circuit. The stimulator was shut off at that time because the neurologist was concerned about depleting battery. After the stimulator was shut off, the pt's family noticed he was having greater difficulty moving around and greater difficulty with hand dexterity. The pt had some dementia so could only provide very limited input as to therapy benefit. The pt was referred for further investigation of the impedance issue. In early (B) (6) 2010, impedance measurements were reported to be <250 ohms; <50 ohms was noted on combo of 0-1. The pt was programmed to 3-, 2-, 1+ with therapy impedance of 480 ohms, 32ua; 2.5v, 60us, 185hz. All other impedances were within normal range. Since contacts 0-1 were not programmed together it was felt that it wouldn't be a concern. The stimulator was turned back on during the visit and the pt appeared to be getting some benefit. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See also MFR's report # 3004209178-2010-00544.

Manufacturer narrative:
(B) (4).